Event description:
Customer reported intermittent signal loss on patient central station, which may have affected telemetry monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reconfiguration of all access points. Unit was safety tested to factory's specifications.